Manufacturer narrative:
The pump remains in use supporting the patient; however, the power module patient cable that was exchanged as a precautionary measure after the pump stoppage event on (B)(6) 2017 was returned for evaluation. The report of low speed and pump stoppage events was confirmed based on the evaluation of the submitted system controller log file; however, a specific cause for the events could not be conclusively determined. The log file, which contained data from (B)(6) 2017 07:11:10 am through (B)(6) 2017 07:49:29 am captured three low speed operations associated with slight speed drops (reaching values as low as 8050 rpm) between 06:39:54 pm through 06:45:00 pm on (B)(6) 2017 when the fixed speed and the low speed limit were 9000 rpm. The associated voltage levels indicated that the system was powered by a power module. One momentary pump stoppage and corresponding low speed hazard event was observed on (B)(6) 2017 at 03:57:34 am when powered by the power module, lasting approximately 3 seconds. Following this event, the pump ramped up to the fixed speed without issue and operated as intended throughout the remainder of the log file. Some of the voltage levels captured when the system was powered by a power module appeared lower than normal; however the decreased voltage levels were still above the required alarm threshold and did not result in low voltage alarms. The evaluation of the returned 14v power module patient cable revealed inner conductor breakdown in both power leads. This wire conductor breakdown resulted in high resistance causing a voltage drop across the cable. The root cause appeared to be related to fatigue due to repetitive lead flexing in that area during use. However, the voltage levels recorded in the log file and the levels observed during analysis were still above the required alarm threshold and did not result in low voltage alarms. A correlation between the speed reductions and the returned cable was not identified during analysis. The patient remains ongoing on vad support and no further related issues have been reported. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device ¿ 9 days. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the early morning of (B)(6) 2017 the lvad system experienced a low speed advisory and pump stop. The patient was lying in bed at the time. The patient was reported as asymptomatic. Log file review by the manufacturer¿s technical services confirmed the occurrence of multiple pump stops and/or speed drops greater than 200 rpms below the preset low speed limit while connected to the power module. This type of behavior had been previously linked to potential issues with the percutaneous lead. A faulty patient cable was potentially the cause of the pump stop as the pump was newly implanted during a pump exchange. The lvad system was connected to an ungrounded patient cable as a precautionary measure. It was reported that only the one pump stop occurred. The patient was discharged home on an unspecified with an ungrounded patient cable as the pump and driveline were new.